Event description:
Took a hair drug test and showed positive for methamphetamine a drug I do not use. Does not matter to a court, my life has been ruined by this! Confirmatory test showed d-meth.

Event description:
Additional information received on 12/15/2023 for report mw5147020 to update the manufacturer to quest diagnostics, inc.